Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se re-seated the backlight inverter (bli) printed circuit board (pcb)cables. The ventilator passed all testing.

Event description:
It was reported that the ventilator display was flickering. There was no patient connected to the device.